Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the moderately calcified left anterior descending (lad) artery. A 2.50 x 12 synergy¿ drug eluting stent was advanced but failed to cross the lesion. No patient complications were reported. However, returned device analysis revealed stent detachment and shaft break. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: received for analysis was a broken section of the device. The proximal section of the break, including the hub manifold was not returned for analysis. An examination of the balloon found that the stent was detached and not received for analysis. The balloon was folded and there was a clear impression of the stent crimp on the balloon material. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The hypotube was broken at 99.5cm proximal to the port. A visual and tactile examination found that the hypotube was kinked at various positions along its length. No other issues were identified during the product analysis. A visual examination found no issue with the profile of the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).